Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that a tampon came apart. There were pieces in her underwear and she had to manually remove the pieces from inside. She went to her doctor and had a urine culture. She was diagnosed with a kidney infection and prescribed antibiotic.